Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19853547, UDI: (B)(4). Product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 206099, UDI: (B)(4). Product family: scs-ipg-pc, upn: m365sc14160, model: sc-4319, batch: 19852076, UDI: (B)(4).

Event description:
It was reported that one the patient's spinal cord stimulator (scs) leads was exposed. No device malfunction was suspected. The patient underwent a procedure wherein the ipg and leads were explanted to prevent the risk of infection. The patient was doing well postoperatively and there were no signs of infection were noted. Cultures were taken and the results were unavailable. The explanted devices will not be returned.